Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Time of rrt in save to disk on (B)(6) 2013. Device rrt is less than or equal to 2.62 volt. The device was subsequently returned. Analysis revealed the actual longevity was less than 80% of the 99.9% predicted longevity limit. The device met 54% of longevity. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Concomitant product: 694765 implantable tachy lead (B)(6) 2009. (B)(4).